Event description:
It was reported that the patient's drg lead had moved, and patient did not want a revision, as a result therapy was ineffective. Surgical intervention took place where the system was explanted to address the issue.

Manufacturer narrative:
Date of event estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.